Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0062) was oversensing. An invasive procedure was performed to capp the rate sensing portion of the (0062), and the shocking portion remains active. A bipolar endocardial tined lead (0012) was implanted.